Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter tampa bay. Information received by global pharmacovigilance (gpv) on (B)(6) 2011 of a report from a us facility nurse of a patient expiration coincident with dianeal therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag intraperitoneal (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following information was received: on (B)(6) 2011, the patient expired. The cause of death was unknown. It was unknown if an autopsy was performed. Dianeal therapies were ongoing until the time of death. The nurse did not believe the death was related to baxter solutions, devices or disposable products. Additional information was received from the facility nurse on (B)(6) 2011: the listed cause of death is unknown but possibly cardiac related. The patient reportedly was not connected to the device at the time of death. The patient was at home at the time of death. No further information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the baxter product analysis lab (pal). Evaluation results indicate: the device was tested and passed both the homechoice return instrument test and evaluation (rite) electrical test and the rite functional test. The device was determined to meet the specifications per rite testing. The external and internal visual inspection was performed and revealed no problem found. The power to the device was cycled on with no problem encountered. The device log was downloaded in pal and revealed 2 homechoice log downloader (hld) error recorded. The reported issue of hld error was confirmed and duplicated during pal evaluation. The assignable cause was undetermined. A hld error is software related and would not have caused or contributed to the patient passing away.

Manufacturer narrative:
(B)(4). The device has been returned to baxter product analysis lab (pal) for evaluation. A follow up report will be submitted upon completion of the evaluation or should additional information become available.